Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision due to unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unknown implant date in 1995. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent at total knee revision procedure approximately twenty-one (21) years post-operatively due to polyethylene bearing wear. The bearing was removed and replaced.